Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.2 failed on device. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with device evaluation and correction: h6, h11 & h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist tried to reboot but the device displayed "device not detected on bus" despite the bus cable being properly inserted and the drawer receiving power. The tsc confirmed that only one of the two red lights on the t-board are lighting up for drawer 2.2 and there is no light in the bottom left corner of the t-board. Parts was ordered and it was confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 2.2 failed on device. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.